Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure is part of the definitive le trial: the patient experienced a likely distal embolization event post atherectomy. The peroneal artery occluded in the mid segment, however, did not require treatment as the anterior tibial artery provided adequate flow to the foot.